Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through soft density tissue using maxcore instrument. It was reported that during the procedure the device cannula was allegedly not fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows, eight maxcore devices with two maxcore devices highlighted which was the occurrence stated by the user and both the maxcore devices are in fully primed positions and kept in the open package and the product labelling information which does match and verifies with tw. Remaining 6 maxcore devices are captured in the related records. No other visual anomalies are observed. Based on the review of the photos, the reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.